Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: during investigation, a leak test was performed and leak was found at the pump case crack. A visual inspection of the pump revealed a crack in the pump case between the keypad and display. There was evidence of moisture corrosion on the internal components of the pump including the circuit boards, display and area near the keypad connector.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture/corrosion visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.